Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that since january, the patient has had 3-4 seizure clusters which is an increase from his baseline. Vns was interrogated and revealed very low battery life which the provider thinks may explain some worsening in seizures burden. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
Patient's explanted generator was returned for product analysis. Product analysis was completed. The pulse generator would not interrogate. Therefore, a system diagnostic test, and final electrical test could not be performed. The pulse generator was opened, the measured battery voltage confirmed an eos condition. A comprehensive automated pcba electrical evaluation and a battery life calculation were performed. Other than the no communication due to battery depletion, the device performed according to functional specifications. The visual observations are most likely associated with manipulation of the device during the implant/explant procedures. Other than the noted event no communication due to battery depletion, there were no performance, or any other type of adverse conditions found with the pulse generator. Since patient's increase in seizures occurred almost a year ago, it is unknown if the patient's generator was depleted at time of event.

Event description:
It was later reported that patient had a vns generator replacement surgery due to battery depletion. Since the increase in seizures happened back in january, it is unlikely that the device was depleted at that time so cause of increase in seizures remains unknown. Suspect product has not been received into product analysis to date. No other relevant information has been received to date.